Event description:
On (B)(6) 2012, the patient claimed he had low blood glucose reading of 35 mg/dl with symptoms of dizzy and diaphoretic. The patient was able to treat with juice and did not require any medical intervention from a hcp. Around the same time, the animas insulin pump record showed an unaccounted for bolus insulin intake. Reportedly, the patient indicated she never took 6 units of insulin at 7:40 pm as specified in the pump history. During troubleshooting, the reporter mentioned the basal, isf, I:c ratios and target are all correct. Her blood glucose was currently at 52 mg/dl around the time of the call. The patient was advised to notify her hcp for further assistance. This complaint is being reported due to the alleged unprogrammed bolus and because the patient allegedly below 40 mg/dl and had symptoms suggestive of acute complication of diabetes while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump bolus history shows a 6 unit audio bolus on (B)(6) 2012. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A normal 10 unit bolus and a 10 unit audio bolus was performed successfully and both were accurately recorded in the pump history. The bolus button was found to be punctured but still responded to button presses. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The keypad cover was removed and there was no damage was found to the button key contacts. The reported un programmed bolus was not duplicated during testing.